Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o-ring of the reservoir compartment was missing and there was a leak inside the reservoir compartment. Customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting and said self-test was passed successfully. Customer reported that the reservoir compartment was damage at the o-ring inside insulin compartment. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump as well as reservoir will be returned for analysis.